Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no benefit from the device, with constant ringing and poor device performance since activation. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.